Event description:
The reporter stated that several weeks ago rptr did back to back (rapid succession) blood glucose tests, using the same finger stick. His results were 149, 190, and 173mg/dl. Rptr did not have any symptoms. On followup, the reporter stated that rptr has never cleaned meter. Rptr always checks the confirmation dot. No control testing was done; reporter is extremely hard of hearing. On a later followup, the reporter stated rptr had done a control test, using new supplies, and the result was in range. No harm was alleged.